Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spin al pain. It was reported that the patient noticed that the recharge antenna heats up and hurts the implant site. The patient noticed that the stimulation was not helping their pain. The patient increased the stimulation to 3.5 ma to take away the pain. The patient noticed that they were charging more frequently (every 2 days) since the recharger started heating. The patient was instructed to change the charge speed. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issue was the patient charged the ins when it was low. The cause of the frequent recharge was that the patient had to increase their settings to take care of the pain. The patient now charges when the ins is at 30% and the issue was reported to be resolved. No further complications were reported.